Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-18415. It was reported the patient presented for a follow-up in clinic. During the follow-up, a chest x-ray was performed and the atrial and right ventricular - rv leads were both found to be dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.